Event description:
The home patient daughter reported a 2240 alarm during automated peritoneal dialysis with the homechoice machine. It was reported that the patient had disconnected during the intial drain. The machine alarmed and the patient reconnected. The patient attempted to restart treatment but the machine did not allow it. The patient then discontinued treatment and was to contact the registered nurse prior to restarting treatment. There was no patient injury or medical intervention reported by the home patient or daughter.